Event description:
It was reported that during exercise after a light breakfast, the user experienced hyperglycemia with sensor glucose at 343 mg/dl and confirmatory fingerstick at 304 mg/dl, despite remaining connected to the ilet pump; the user calibrated the system, verified insulin flow through the tubing, and inspected the inset infusion set with no bent cannula, and later declined an infusion set change while requesting replacement supplies. Symptoms included dry mouth. Outcomes included no medical intervention, no back-up therapy, no ketone testing, and glucose returning to range following the event. Investigation included guided calibration, tubing flow verification, and infusion site inspection. Investigation of this case revealed no device malfunction or component damage, with sensor-reading discrepancy and transient hyperglycemia occurring during physical activity while the infusion set and cannula appeared functional. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.